Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a mobile meter, compared to son's performa meter, within 10 minutes: either 172 mg/dl or 159 mg/dl (mobile) and 70 mg/dl on performa meter. Samu was called; no treatment was provided. Product was not requested to be returned.